Manufacturer narrative:
The device, which was used in the procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a scratched and cracked distal lens. The root cause is contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Factors that are known to contribute to the alleged fault/ failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. If the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
It was reported that, during a knee arthroscopy, the videoarthroscopic was found to have a cracked lens. There was a backup device available. No delay or patient injury was reported. Results of investigation revealed that during visual evaluation the scope distal lens was cracked, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.